Event description:
Caller reported that the pump battery was depleting too fast, which led to a pump shutdown. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method for insulin therapy.